Event description:
During an endoscopic procedure to perform a colon dilation, the physician used a cook endoscopy quantum ttc colonic balloon dilator. The balloon was inflated prior to advancement through the endoscope. Negative pressure was not applied prior to advancement through the endoscope. Once the balloon of the dilator exited the endoscope, the balloon dilated with 3 atm pressure and the balloon ruptured. The information provided indicated the user cut part of the balloon in an effort to avoid damage to the endoscope from withdrawing a compromised balloon through the accessory channel of the endoscope. Cutting of the balloon caused part of the balloon to become a foreign body in the colon. Foreign body retrieval forceps were used to remove the cut section of the balloon from the patient's colon. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: due to the condition of the returned device, our evaluation was unable to confirm the report of balloon rupture. The majority of the balloon component has been cut from the device and was not included in the return. Only a small section of the balloon component remains attached to the catheter. The outer catheter has been cut numerous times near the distal end/balloon area, possibly due to multiple attempts to cut the balloon after the reported rupture occurred. No other observations were noted. No discrepancies or anomalies were observed during a review of the device history record for these devices. We were unable to conduct a sample test from this lot because the devices had been previously distributed. A review of the twelve month complaint history for this product was conducted. In the past twelve months, there have been no other reported occurrences of balloon material detachment in the patient. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: in an effort to avoid damage to the endoscope from withdrawing a compromised balloon (i.e. Balloon with rupture) through the accessory channel of the endoscope, the user cut part of the balloon. This caused part of the balloon to be a foreign body in the colon. Foreign body retrieval forceps were used to remove the cut section of the balloon from the colon. The instructions for use caution the user that a compromised balloon may prohibit removal from the endoscope accessory channel. The user is cautioned that removal of the endoscope along with the compromised balloon may be required. The technique of cutting the compromised balloon after the endoscope and dilation balloon were removed from the patient simultaneously, would avoid a foreign body situation. The foreign body was created due to the manner in which the balloon was cut, not due to balloon rupture. The information provided indicated the balloon was inflated prior to patient contact, and negative pressure was not applied prior to advancement through the endoscope. These practices are against the instructions for use and are the likeliest causes for the reported rupture in the balloon material. The instructions for use for this product line advise the user not to inflate the balloon prior to advancing the device through the accessory channel. Pre-inflation can cause the balloon material to become baggy, which can cause damage to the balloon material when the balloon is advanced through the accessory channel of the endoscope. This can contribute to balloon material damage, such as a balloon rupture. The instructions for use for the product line instruct the user to apply negative pressure to the balloon dilator prior to advancing the device through the accessory channel of the endoscope. This activity will aspirate all residual air from the balloon and ease endoscopic advancement. Omission of this activity can contribute to balloon material damage, such as balloon material rupture. Prior to distribution, all quantum dilation balloons are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the product was used in contradiction with the instructions for use. The likelihood of balloon detachment due to cutting the balloon is remote. This type of report is an isolated occurrence. Customer quality assurance will continue to monitor for complaint trends.